Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for non-malignant pain. Information was reported that a patient¿s stim settings are not staying to what she sets them too. Patient said she went to the doctor yesterday and the doctor told her to call medtronic. Patient said she will set her level of stimulation but the settings will not save. Patient services (ps) instructed the patient to connect to her implant and she had adaptive stim enabled. Ps reviewed that she needs to stay in the same position for 3 minutes for the change to take effect. Patient then said her doctor wrote on a piece of paper ¿recharger transducer¿. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient would have to decrease settings it would always go up to 3.25. The issue has not been resolved. It was noted the patient said this problem started in (B)(6)2017, but the event was reported in 2017-jul-21. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that stimulation changed by itself. The patient stated their legs were shaking and it was painful. It was determined that the patient had adaptive stimulation and it was reviewed how to change when in different positions. The patient was able to set lying and upright positions and the settings stayed. The issue was resolved with troubleshooting.